Event description:
The patient was implanted with a left ventricular assist device. It was reported that on an unspecified date the patient experienced cerebral bleeding and a hemorrhagic cerebrovascular accident, which was confirmed by CT scan. On (B)(6) 2014 the patient was declared brain dead. The patient expired on (B)(6) 2014 with a reported cause of death of cerebral hemorrhage. No additional information was received.

Manufacturer narrative:
The device was not returned for evaluation. A correlation of the patient's reported hemorrhagic stroke to the device could not be determined. The instructions for use lists stroke and bleeding as adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of device history records showed no deviations from manufacturing or qa specifications. No further information is available. The manufacturer is closing its file on this event.

Manufacturer narrative:
Approximate age of device: 77 days. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed. Placeholder.